Event description:
It was reported that during the procedure, the hi-torque (ht) balance middleweight (bmw) universal ii w/o mark 190cm j guide wire (gw) was used in the mildly calcified, mildly tortuous lesion in the right coronary artery (rca). The guide wire met resistance with an unspecified source while advancing to the lesion. The wire became separated in the distal part of the lesion and was observed on fluoroscopy. A snare device was advanced via the femoral route and used to remove part of the guide wire; however, a fragment of the wire remained in the vessel without compromising the flow. An increase in the use of antiplatelet medication was provided to the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported difficulties cannot be determined; however, the subsequent patient effect and treatment appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance from an unknown source during advancement. Factors that may contribute to difficulty during advancement include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, interaction with accessory devices, and/or damage to the guide wire. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported difficulty during advancement cannot be determined. Additionally, it was reported that the wire separated during use. It is possible that manipulation of device, when resistance was met, contributed to the reported material separation. A portion of the separated wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.